Event description:
The rptr stated that she had gotten two er1 messages. She said she confirmed the results against the color chart on the test strip vial and that they were beyond the darkest indicator. The rptr related that she retested with another meter. She stated that she had symptoms such as dry mouth and dizziness, but that she did not treat herself or adjust medication.